Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site, made adjustment to the reader camera visor, inspected fluidics lines, syringe, dilution cup, probe, bottles and connector for leaks or damage, none founded. Reference lab results indicated the presence of a warm auto antibody. Customer states the provue has worked without issues since the initial report was made and believes it was an isolated event. The root cause could not be confirmed although the most probable root cause is associated with a warm auto antibody being weak and/or at the detection limit of the technique and reagents used.

Event description:
Customer reports the provue's gel camera misread a weak positive reaction as negative for an antibody screen of one patient. The false negative interpretation was reported to the physician. Customer made the discovery during a manual crossmatch for the patient.